Event description:
Unomedical reference number (B)(4) event occurred in the united states. It was reported that on (B)(6) 2021 at 08:00 pm, the patient experienced high blood glucose level due to leak in the tubing near the reservoir. Therefore, he tried to treat it with insulin pump, manual injection/insulin pen. Subsequently, on the same day at 08:00 pm, he was admitted to the hospital due to diabetic ketoacidosis with blood glucose level of 600 mg/dl. During hospitalization, he received insulin drip via intravenous route as corrective treatment. Reportedly, the patient was hospitalized for three days. No further information available.